Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was leaking helium. There was no patient involvement.

Manufacturer narrative:
Updated fields : b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2,h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11. A getinge field service engineer (fse) evaluated the nit for the reported malfunction. The fse replaced the buna-n 1-008 n70 o-ring after discovering that it was split. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was leaking helium. Despite good faith efforts (gfes), no repair information has been received. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.